Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared. Additionally, it was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 306 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.